Event description:
It was reported that the patient had electrode placement for temporary gastric stimulator. The patient also had nausea which was described as not being device related. There were no diagnostic procedures, therapeutic actions, hospitalization, or surgeries reported. It was stated there was an esophagogastroduodenoscopy performed for electrode placement of temporary gastric stimulator. It was stated that the event ended on (B)(6) 2001 as the patient recovered from event with therapeutic action, however, it was also stated that the event continued with therapeutic action. Permanent disability was noted. Cause and type of disability was not reported. Follow up was conducted to obtain this information. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 30576sc, lot# serial# unknown, product type: screening device. Product ID: 30576sc lot# serial# unknown, product type: screening device. (B)(4).